Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that as an action/intervention taken to resolve the empty pump, the pump was refilled. The empty pump and right arm getting more spastic had been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 4,000 mcg/ml baclofen at a dose of 640 mcg/day via an implantable infusion pump for intractable spasticity and other spasticity. It was reported that the patient had a pump alarming for empty pump on (B)(6) 2017 which was confirmed by a clinician programmer. The patient had missed a refill due to being in the hospital for reasons not related to the infusion system. The rep reported that the hcp was going to refill the pump. The patient's right arm was getting more spastic. No further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner. It was reported that in (B)(6) 2017 the patient missed his pump refill due to being hospitalized for an unreported reason, and experienced increased spasticity. The pump was refilled and the spasticity was resolved. On an unknown date, the patient was admitted to the hospital for sepsis and the pump could not be refilled because the patient was too ill to travel and there were no practitioners available where the patient was hospitalized. On (B)(6) 2017, the pump was refilled and programmed without complications. After the pump was refilled, the rate was decreased from 4,000 mcg/ml at 640 mcg/day to 300 mcg/day baclofen. The patient's medical history included: multiple sclerosis with spastic quadriparesis.